Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and endoprosthesis component migration.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure to repair an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis (pxt261412/ (B)(4)). The procedure was completed without any reported issues and the patient tolerated the procedure. In (B)(6) 2017 (date unknown), a follow up examination revealed an endoleak thought to be a proximal type I or type iii endoleak. In (B)(6) 2018 (date unknown), a follow up examination revealed that the endoleak remained. On (B)(6) 2018, an aortic extender component was placed in the proximal part of the trunk-ipsilateral leg component. It was confirmed that the endoleak was resolved. The patient tolerated the procedure. It was reported that the trunk-ipsilateral leg component was thought to be migrated distally (approximately 10 mm) gradually since the proximal neck was angulated. Reportedly the migration contributed to the endoleak. Therefore, the endoleak is thought to be proximal type I instead of type iii.